Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs revealed that the eva dual chamber bag was leaking from where the clamp separates the two chambers of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1500 ml dual-chamber eva bag was leaking from an unspecified location prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.